Event description:
Reported discordant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received a positive quickvue otc result and a negative result with another rapid antigen assay. Consumer had not done any further confirmation testing.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.